Manufacturer narrative:
Information regarding suspect medical device section: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a full evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of powder was present around the nozzle. The handle and activation knob of the returned device were visually inspected and did not present with any visible damage or cracks. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation and was fully punctured. The length and width of the co2 canister were measured with calipers and the neck was measured, and the canister was found to be conforming to internal quality control specifications. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When activated with a new co2 cartridge and activation knob, the device did not leak any co2. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned device did not show any evidence of nonconformity or damage, and the handle did not leak when a new co2 cartridge and activation knob were used with the device. However, the sound heard by the user indicated in the report is evidence of co2 escaping the device. This can occur if the device is only partially activated by not fully engaging the activation knob into the co2 chamber. This is the most likely cause of this occurrence. The instructions for use states, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. The investigation is currently ongoing. A follow-up emdr will be sent following completion of the investigation.

Event description:
During preparation for a hemostasis procedure, the user prepared a hemospray endoscopic hemostat. After tightening the red cap to activate the co2, the co2 was leaking out of the back of the deployment handle. The nurse could feel the cold of the co2 as it escaped the tightened cap. This occurred prior to patient contact; there was no impact to the patient.